Event description:
Customer reported experiencing inaccurate high results with a ot ultra meter. Customer's blood glucose result was 167 mg/dl and the lab result was 132 mg/dl. Tests were done within 10 minutes with a difference of 27%. Customer did not experience any adverse events. No further info has been reported.